Manufacturer narrative:
As part of normal complaint follow-up, an evaluation of the event has been initiated by mako surgical. A supplemental report will be submitted when additional information becomes available.

Event description:
When dr. (B)(6) pulled the impaction checkpoint out of the pelvis, a small tip of it broke off and was left in the patient. Dr. (B)(6) decided to leave it and declared no concern for the patient. Case type: tha.

Manufacturer narrative:
Reported event: when the doctor pulled the impaction checkpoint out of the pelvis, a small tip of it broke off and was left in the patient. The doctor decided to leave it and declared no concern for the patient. Product evaluation and results: as per the image provided in the communication log , the broken checkpoint can be seen and determined. Product history review: (B)(4) review of the device history records indicate (B)(4) devices were manufactured and accepted into final stock on 11/26/2019. No non- conformances were identified during inspection. (B)(4) -review of the device history records indicate (B)(4) devices were manufactured and accepted into final stock on 09/30/2019. No non- conformances were identified during inspection. Complaint history review: a review of complaints in catsweb and trackwise related to p/n 111653, lot number w65974-1 shows 0 additional complaints related to the failure in this investigation. A review of complaints in catsweb and trackwise related to p/n 111653, lot number w65975-1 shows 0 additional complaints related to the failure in this investigation. Conclusions: the failure mode could be determined via visual inspection of the image provided in the communication log. If device and/or additional information become available, this investigation will be reopened. Corrective action/preventive action: a review of stryker¿s nc/CAPA database indicated that there have been no nc¿s associated with the product and failure mode reported in this event.

Event description:
When dr. (B)(6) pulled the impaction checkpoint out of the pelvis, a small tip of it broke off and was left in the patient. Dr. (B)(6) decided to leave it and declared no concern for the patient. Case type: tha.